Event description:
It was reported that balloon was ruptured. Agent dcb 3.50 mm x 20.00 mm balloon was selected for the procedure, during the procedure, balloon ruptured at 12atm pressure. Procedure was completed using different device and no patient injury was reported.

Manufacturer narrative:
E1 initial reporter city: (B)(6).

Event description:
It was reported that balloon was ruptured. Agent dcb 3.50 mm x 20.00 mm balloon was selected for the procedure, during the procedure, balloon ruptured at 12atm pressure. Procedure was completed using different device and no patient injury was reported. It was further reported that target lesion was located in mildly tortuosity and severely calcified vessel. The device was able to remove by normal method without any problems and there was no product fragments remain in the patient body.

Manufacturer narrative:
E1 initial reporter city: (B)(6).

Manufacturer narrative:
Device evaluated by manufacturer: the returned product consisted of the agent dcb mr 3.50 mm x 20.00 mm balloon catheter, catheter batch: 30724291. Visual, tactile and microscopic was performed on the device. A detailed microscopic examination of the balloon material identified a 13mm longitudinal balloon tear along the main body of the balloon. No other device issues were identified during returned product analysis. Device analysis confirmed the complaint allegation of balloon material rupture.

Event description:
It was reported that balloon was ruptured. Agent dcb 3.50 mm x 20.00 mm balloon was selected for the procedure, during the procedure, balloon ruptured at 12atm pressure. Procedure was completed using different device and no patient injury was reported. It was further reported that target lesion was located in mildly tortuosity and severely calcified vessel. The device was able to remove by normal method without any problems and there were no product fragments remain in the patient's body.